Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insulin cartridge came out of the infusion device due to a loosened adapter while the customer was golfing. The customer is not sure if the adapter was on properly. No adverse event reported. Return of the suspect device was requested for evaluation.